Event description:
International customer reported that the suture broke during rehabilitation therapy approximately one week following hand tendon repair. The patient was returned to surgery for resuturing.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.